Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was receiving ineffective stimulation (date of event is unknown). An sjm representative was unable to resolve the issue with reprogramming as stimulation was positional. X-rays revealed the scs lead has migrated. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the scs lead was repositioned.